Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00599. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a bilateral mastectomy and double breast implant procedure on (B)(6) 2011 and a drain was inserted. The patient presented to sunshine hospital on (B)(6) 2011 then transferred to peter maccallum on (B)(6) 2011. The patient was undergoing emergency surgery for washout and drainage and may need the implants removed.